Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure is planned due to wear of the polyethylene acetabular liner. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty in 1994. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and instability.